Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he has been having hypoglycemic episodes early in the mornings. The customer stated that the night before his blood glucose was 40 mg/dl. Troubleshooting was performed. The programming on the insulin pump was accurate. The amount of insulin in the status screen matched with the units left in the reservoir. The customer stated that no basal rates were changed except the one that customer adjusted the night before. The customer stated that the history was showing a bolus of 2.0 units, but he only administered 1.0 unit. Instructed customer to run a test bolus and the bolus history showed accurately. Customer's blood glucose at the end of call was 204 mg/dl. No further information was provided.